Manufacturer narrative:
There is limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number or return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend was identified for the subclass adverse event safety request for investigation. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risk of blisters and other skin irritations. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality.

Event description:
On (B)(6) 2022, a spontaneous report from the united state was received via email regarding a consumer (age and gender not provided) who used an unspecified thermacare heat wrap. Medical history and concomitant products were not provided. On an unspecified date the consumer topically applied an unspecified thermacare heat wrap to the back for an unknown indication. On an unspecified date, after an hour applying the heat wrap, the consumer experienced a burn mark with rasied/blistered skin. No additional information was provided.